Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 4.00 x 16 synergy¿ drug-eluting stent was advanced with the support of a non-bsc guide extension catheter. However, the device was unable to advance through the guide extension catheter. The device was removed from the patient and it was noted that the distal edge of the stent struts were lifted up. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.